Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer is currently not using the insulin pump. Attempts to contact the customer were made to collect the incident details but the customer could not be reached.